Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had insulation damaged and wire was exposed. Lead measurements were normal and no noise was observed. This rv lead was surgically abandoned and new lead was replaced. No additional adverse patient effects were reported.